Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient orders did not cross over to pyxis. The customer confirmed that orders were backing up in cce. Once the services were restarted, the orders started crossing over. The serial number, UDI and manufactures details kept blank since the given asset information found to be es s/w only server. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis medstation system, the patient orders were not crossed over to pyxis, preventing users from accessing medications. The customer stated that there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.